Event description:
It was reported that the customer had a sensor alerts on the insulin pump. The customer's blood glucose was 104 mg/dl. It was reviewed and explained to the customer the sensors and predict alerts. The customer's stated that they want to turn predict alerts off. The customer was advised to call health care provider and informed the change. No further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.